Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter (aus) on an unknown date due to an unspecified reason. It was further reported that the patient was implanted with an aus because of urinary incontinence. The patient is recovering after this surgery.